Event description:
It was reported that the pressures during cases was inconsistent. The zero would drift more than specifications allowed and there were differences of up to 30mmhg noted during cases for the same pressure locations. No patient injury was reported.

Manufacturer narrative:
This report is associated with 2015691-2012-18192.

Manufacturer narrative:
The product will not be returned because it was discarded. The device history record review could not be performed because the lot number is unknown. No further actions will be taken at this time.

Event description:
Troubleshooting at the account identified a damaged cable.  The inconsistency was resolved after the cable was replaced.